Event description:
Baxter reported a false air in line alarm on a colleague infusion pump at the facility. Reportedly, when the IV set was pulled below the pump, the false air in line alarm occurred. The pump needed to be stopped during the alarm and subsequent troubleshooting. At this time, no additional details are available regarding the event date, names, rates and concentrations of medications involved, patient's demographics, diagnosis and status, patient injury, medical intervention, and set up of the pump.